Event description:
It was reported that prior to a rotational atherectomy treatment procedure, a display malfunction occurred. The rpm readout on the display of the rotablator console would not illuminate while the burr continued to spin. "The display appears completely black". The procedure was not completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR. The console was tested using a test foot pedal and a rotalink 1.75mm burr. The rotational speed was tested in dynaglide mode and turbine mode and the speed met specifications. The console functioned properly however, the turbine pressure control assembly retaining hardware was loose and the potentiometer was not securely fastened to the console. Turning the turbine pressure control knob causes the entire assembly to rotate. The assembly was manually held in place during functional testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that prior to a rotational atherectomy treatment procedure, a display malfunction occurred. The rpm readout on the display of the rotablator console would not illuminate while the burr continued to spin. 'The display appears completely black'. The procedure was not completed. No patient complications were reported.

Manufacturer narrative:
(B)(4)